Event description:
It was reported that following a left eye (os) cataract plus trabecular microbypass stent system procedure, the patient presented during a one (1) month postoperative examination with blurred vision, and foreign body sensation accompanied by "watery eye" for four (4) days. Additionally, per report, a slit lamp examination revealed a cornea with 1+ punctate epithelial erosions (pee) with quick tear break-up time (tbut), and a deep anterior chamber with 1-2 + cells. The report noted that the event has "calmed down" with "vision much improved" and "intraocular pressure (iop) doing well", with the patient continuing glaucoma medication. The report also noted a "small fiber" was found in the nasal anterior chamber (ac) with a questionable effect on anterior chamber (ac) reaction, which was treated with steroid medication.

Manufacturer narrative:
Additional information: h6-(health effect clinical code 4): 1932. The device remains implanted in the patient; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. The device identifiers were not provided; therefore, a complaint history review for this device lot number could not be competed. A review of the device labeling was completed. Decreased/impaired vision and inflammation are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used. The reported events (decreased/impaired vision, inflammation, foreign body sensation, particulate and epiphora) are established risks associated with use of the device, which is clearly documented. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# (B)(4).

Manufacturer narrative:
Additional information: b5, b6, g2, g3. MFR# reference: (B)(4).

Event description:
Through follow-up, the following additional information was received. Per report, there was no fiber present at the postop week one (1) visit. The report noted that "a newer optometrist completed the postoperative visit", and reiterated that there was "no fiber" and "doesn't appear to have existed". There was no adverse patient impact, and no intervention required.